Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned without any blood visible, suggesting that the product had been wiped down prior to returning. There was contrast in the inflation lumen and balloon and the balloon was loosely folded, this is consistent with the reported information that the balloon was at least partially inflated. The inner member was collapsed .5 mm proximal to the distal marker for a length of 2 mm. This collapsed lumen may be the result of handling during packaging for return. Because this pinched/collapsed section of the inner member is where the guide wire would pass through, it would not have contributed to the reported inflation difficulty. There was no other damage noted to the balloon catheter. The suspected pinhole rupture could not be verified on the returned viatrac plus. During functional testing, a new indeflator filled with water was used to pressurize the balloon catheter to the rated burst pressure (rbp). The balloon inflated and held pressure without a rupture noted. It may be possible that the inflation device used during the procedure related to the reported difficulty; however, it was not returned for analysis. A review of the finished device lot history records did not reveal any nonconforming material record for this lot that would have contributed to this complaint and there have been no other incidents for pinholes or balloon ruptures reported for this lot. Overall a conclusive cause for the reported inflation difficulty could not be determined as the returned viatrac plus inflated properly during functional testing. There is no indication of product deficiency. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
Reportedly during a procedure to treat a lesion located in the carotid artery, the balloon would not inflate to nominal and the physician suspected a pinhole rupture. The device was withdrawn without further incident and another viatrac balloon of the same size was used to complete the procedure. There was no effect to the patient. No additional information was provided.